Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as welts that were bleeding with dark spots on her back. The patient's medical provider recommended the patient use hydrocortisone cream and remove the lifevest for a week. The patient's medical outcome is unknown.